Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. After an epic stent was placed, a 10.0 x 20, 135cm mustang balloon catheter was advanced for post-dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.